Manufacturer narrative:
(B)(4). Final analysis of the pump reported s2 corrosion or s2 corrosion with mechanical wear. Residue and wear were seen on the upper shaft of gear two. Residue was seen in the upper bridge jewel for gear two. Residue was seen on both the upper and lower shafts of the rotor magnet. Residue was also seen in the upper and lower bridge jewels of the rotor magnet. Residue was also seen on both the m1 and the m2 feedthrus. After being exposed to atmosphere, and isolated from motor the m1 resistance went to >10 meg (18 meg) and the m2 resistance went to >10.

Event description:
On (B)(6) 2011 it was initially reported that the pump motor stalled MRI on (B)(6) 2011. On (B)(6) 2011 the patient felt sick and visited the physician on (B)(6) 2011. The patient did not hear the alarm at home. On interrogation the physician found that the motor was stalled and then recovered. The pump was replaced for prolonged motor stall and prophylactically to avoid invivo battery depletion. It was later reported on (B)(6) 2011 that the motor had stalled for about an hour. The patient had no signs and symptoms. The pump was used to deliver dilaudid 10 mg/ml at 2.165 mg/day. Patient was not hospitalized and recovered without sequelae.